Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and had beep anomaly. The customer¿s blood glucose level was 109mg/dl at the time of the incident. The customer reported that she wants to see about getting a new pump because her pump was not working well. The customer stated it does not give her the alarms or her 2 hour reading. The customer stated it also gives her high blood glucose up to 400mg/dl. . The customer stated that the issues started 3 months ago. The customer declined to troubleshoot the pump. The insulin pump will not be returned for analysis.